Event description:
It was reported that during a colectomy procedure, the device was dropping clips. Several clips were correctly released and some of them were released but not formed on the tissues. Those did not fall into pt. They used another similar device to complete the case. There was no pt consequence.

Manufacturer narrative:
D4, h4, 6: info anticipated, but unavailable at this time.